Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found coagulated blood beneath the dialyzer label within the fiber bundle. The dialyzer was subjected to a laboratory bubble point test; no internal leak was observed possibly due to the coagulated blood in the dialysate compartment. The dialyzer was then subjected to destructive disassembly for further visual analysis. The fiber bundle was submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. Air bubbles were detected escaping from a short fiber. The short fiber, which measured approximately 5 centimeters (cm), was located at approximately 160º with the dialysate ports at 0º. A review of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notices noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Although no internal leak was observed during the bubble point test, destructive disassembly identified the presence of a short fiber on the fiber bundle. Therefore, the complaint has been deemed confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 2 hours after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. The blood leak was not visually observed and no dialyzer damaged was reported. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.